Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation from both the original call with the patient and answers from the patient to follow-up questions raised by the medical surveillance specialist (mss). The patient reported that the problem with the meter began on the morning of (B)(6) 2014. The patient reported, on unspecified dates/times, when he ¿was not feeling that high¿, he obtained alleged inaccurate high readings with the subject meter of ¿315, 318 and 290 mg/dl¿, performed within an unknown time of each other. Based on statistical methodology, the reported results meet lfs¿ precision criteria. The patient manages his diabetes with self-adjusted insulin (lantus and humalog) and metformin tablets. The patient reported administering ¿more insulin¿ (5 units of unspecified type) as a result of the readings he obtained. The patient reported, a ¿few hours later¿, he developed symptoms of ¿headache, sweat and also pale¿. It is not known whether the patient associated these symptoms with a low or high blood glucose excursion and it is unclear whether he tested his blood glucose levels at the time of the alleged symptoms. The patient denied receiving any treatment for his symptoms. He reported ¿20 minutes later¿, having breakfast and adjusting his insulin in the evening. At the time of troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and his test strips had been stored correctly. The patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation.the lay user/patient¿s meter and test strips have been returned on 10/23/2014 and 10/16/2014, evaluated by lifescan product analysis on 10/24/2014 and 10/16/2014 respectively with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced.the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 12/12/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.